Manufacturer narrative:
No explants were returned to manufacturer.

Event description:
Patient was approximately 9 months post-op, engaged in physical activity and heard a "pop", x-ray revealed a dislocation of the tibial insert. After originally planning a poly swap the surgeon decided to do a total revision (except for patella).